Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on up arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's buttons were sticking and had to press 2 to 3 times. The customer¿s blood glucose was unknown. Customer declined to speak with technical support. The insulin pump will not be returned for analysis.